Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer; the customer advised they were having power issues. The rse tried to connect remotely; however, they were unable to as no connections were active. The biomed requested an onsite visit once the power stabilizes. A philips field service engineer (fse) went to the customer¿s site and identified a ups issue it cause core switch and access switch down and hl7 issue. The fse replaced the ups battery and got the core switch and access switch up and running and hl7 solved.philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported experiencing power issues. All stations are in local mode. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to (1218950-2024-00614) for further information regarding this complaint.